Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 639mg/dl. The father stated that the customer experienced vomiting, dehydrated, stomach ache, and he could not keep food down. Troubleshooting was performed. It was stated that the father changed the infusion set the night before, but the customer got worse the next day, and he was later transferred to the hospital. The caller mentioned that the time on the insulin pump was off, and it was set on am time instead of pm time, which it may have affected the basal delivery. The father stated that there has also been a big run of stomach viruses among the kids in the area. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.